Event description:
When analyze was pressed in pt use, the device reverted back to push to analyze prompt.

Manufacturer narrative:
Reporting facility declined an offer of device service from co and will retire the device from use. Subsequent to the submission on the initial medwatch report for this event the reporter stated that the pt outcome was not the result of device operation, based upon a lack of pt viability. The report type, therefore, has been changed from adverse event to product problem. Except as provided by 21 cfr 803.56, co does not intend to submit additional info on this event to FDA.